Event description:
On 5/5/00, reporter from facility called cytyc's technical service (ts) department to report an incident that occurred at this facility on 5/4/00. An employee was transporting patient samples in three bags, two containing gynecological samples in vials of preservcyt solution and one containing a patient sample in formalin. Some solution has apparently leaked from one of the three containers into the bag and was accidentally splashed into the employee's eyes. Reporter could not confirm whether the solution splashed into the employee's eyes was the preservcyt solution or the formalin. Hoever, a material safety data sheet (msds) for perservcyt solution was available at the site and the employee rinsed the eyes with water for 15 minutes as recommended by the msds. The employee then sought medical attention and it was determined that no further medical intervention would be required. Reporter asked ts whether or not preservcyt solution inactivates the specimen. Ts informed rptr that preservcyt solution inactivates 99.999% of certain microbes and viruses within 15 minutes and that a list of these can be found on page 7.4 of the thinprep 2000 operator's manual. Ts faxed a copy of this page to reporter who had no further issues.